Manufacturer narrative:
A ge service rep performed an onsite investigation. A complete sbs upgrade was installed. The backplane mount, backplane, system interface, video controller board, smart switch assembly, image processor board, gib and ffb boards were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to boot up attributed to a communication error message display. There is no report of death or serious injury.